Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working as it would not inflate. A surgical procedure was performed in which the pump and cylinder were removed and the original reservoir was left inside the patient. A new ipp device was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.